Manufacturer narrative:
Complaint sample was returned but could not be evaluated given that it was received torn in half. A review of the lot device history records show that all requirements were met. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer reported torn lens. Consumer visited an eye clinic and reported that the doctor diagnosed a scratched left eye. Consumer was prescribed sodium hyaluronate ophthalmic solution. Consumer is recovered. Medical documentation from the doctor was not provided.